Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, the atrial lead exhibited noise during an attempt to perform lead threshold test. Programming changes were made. It was also noted that the lead exhibited decreasing impedance. The physician will continue to monitor the patient.